Manufacturer narrative:
It was reported to abbott, a patient underwent a procedure with the expectation to place a cervical lamitrode lead and attach it to the pre-existing ipg. During the procedure, the proclaim ipg was replaced with an eterna ipg due to pain at the ipg site. There were no complications and effective therapy was restored. The device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported the patient experienced pain located at the ipg site. Surgical intervention occurred where the ipg was explanted and replaced.